Event description:
Customer reported to beckman coulter, inc. (Bec) that the synchron lx 20 clinical chemistry system (lx 20) generated erroneous results. Customer reported that the erroneous results were not reported out of the laboratory. Customer reported that the lx 20 also gave "no sample detected" error messages for some samples. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) noticed there were numerous cartridge chemistries sample probe motion errors and sample level sense errors in the instrument event log. The fse replaced hardware components for the cartridge chemistries side of the instrument including the sample probe assembly and the sample probe level sense bead assembly. The fse performed alignments. The fse also performed maintenance.

Manufacturer narrative:
This report is one of two reports related to two events that occurred on two days. This report is related to MDR# 2050012-2012-01780.